Event description:
Customer stated customer's arm was infected at the lancet site. Went to the hospital and received a tetanus shot. Had difficulty getting blood and lanced self up to 7 times for one test.